Manufacturer narrative:
The customer was advised to call in by phone to customer service, which she has not done so as of the date of this report. In follow up with a complaint handler on 02/15/22, the customer indicated she had mastitis three times; the first time two weeks postpartum, second time five weeks postpartum and the third time ten weeks postpartum. She additionally indicated she had not been able to unclog herself using her breast pump, which led to her being placed on prescription medication. The complaint handler subsequently contacted the customer requesting she contact customer service so that her issue can appropriately be addressed. As of the date of this report, the customer has not done so. Based on the results of our internal investigation (reference number ca11-001),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc via web chat that she had mastitis twice because her pump in style maxflow breast pump was not emptying her breasts and she is able to hand express more breast milk after using the pump for twenty minutes. She additionally inquired if this could be due to the membranes and if she needed her membranes replaced.

Manufacturer narrative:
The customer was advised to call in by phone to customer service, which she has not done so as of the date of this report. In follow up with a complaint handler on 02/15/2022, the customer indicated she had mastitis three times; the first time two weeks postpartum, second time five weeks postpartum and the third time ten weeks postpartum. She additionally indicated she had not been able to unclog herself using her breast pump, which led to her being placed on prescription medication. The complaint handler subsequently contacted the customer requesting she contact customer service so that her issue can appropriately be addressed. As of the date of this report, the customer has not done so. Based on the results of our internal investigation (reference number ca11-001),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc via web chat that she had mastitis twice because her pump in style maxflow breast pump was not emptying her breasts and she is able to hand express more breast milk after using the pump for twenty minutes. She additionally inquired if this could be due to the membranes and if she needed her membranes replaced.